Event description:
It was reported that facility has been experiencing on-going problems with the inner/outer cannula fit, seal and attachment on multiple size 8 lpc, low pressure cuffed tracheostomy tubes. It is unknown how long the devices were in use, but it was reported that the facility reuses and interchange inner cannulae with non-mated outer cannulae. This practice is contraindicated in the MFR's device labeled instructions for use. Multiple pts were involved with no reported pt injury. One of the involved devices is reportedly available to be returned to the MFR for ID, analysis and investigation. As of the date of this report, the device has not been rec'd by the MFR.